Event description:
The customer called to report that customer used the suspect device to check blood glucose. Customer obtained a normal result. Later customer went in to the suspect device memory to retrieve the result and log it into customer's log book and discovered the result was saved as 973mg/dl. No other info was provided. The suspect device was authorized for return to the MFR for evaluation.